Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button error or unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed, and the customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump has not been exposed to altitude change. Time does advance when the display was observed. No harm requiring medical intervention was reported. Mmt-1780kr was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked into place properly during testing. Unit failed self test due to pump error 63. Pump error 63 variable (3) was recorded on (B)(6) 2024 at 09:08:07.000 hour. Pump error 63 variable (3) due to hardware error (line # = (B)(4), file # = (B)(4)). Successfully downloaded unit history using thus software. Unit's keypad functioned properly and navigated through menus. On adapt, no relevant alarms were recorded to confirm customer's concern. Pump was cut open to perform visual inspection and found moisture damage on pcba1 and lcd flex connector. The following were noted during visual inspection: broken battery tube threads, cracked case (battery tube), cracked case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, missing display window/cover, and scratched case in summary, customer concern for keypad/button unresponsive/button error is not confirmed. Keypad functioned properly and no alarms noted during testing. Pump error 63 confirmed due to hardware error triggered by corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.